Event description:
Patient reported the vibration alarm on the infusion device has been defective for 2 months. Patient stated the device often triggered an e8 (power interrupt) error message. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to a mishandling of the product. Result main findings: the vibrator's inbalance is fallen off due to a hard mechanical impact. Due to this problem the customer got no feedback from the vibrator. The error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation. Consumables n/a, the problem mentioned by the customer could not be reproduced.